Event description:
The user faiclity reported that air was pumped into a pt's heart during cardiovascular surgery. The air was apparently pumped via the vent line which had been incorrectly placed into a roller pump on the heart-lung machine such that the vent pushed air into the heart, instead of venting air away from the heart. The user facility reported that the pt expired several days after the incident, but did not attribute the death to the improperly placed vent line.